Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's pocket location was uncomfortable. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.